Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) however, a specific value was not provided, due to an inactive cgm session. Customer administered manual injections to address bg level. Reportedly the customer continued to use the pump for insulin therapy.